Event description:
It was reported that on (B)(6) 2009 the patient underwent an unknown procedure in which rhbmp-2/acs was used in the surgery. No other information was provided.

Event description:
It was reported that the patient underwent a posterior fusion at l4-5 using rhbmp-2/acs combined with autograft and allograft, placed inside of a choice spine peek cage. Following the surgery, the patient had continued back and leg pain. The patient underwent additional imaging. An MRI dated march 28, 2013 demonstrated that the patient had developed subsidence and ectopic bone growth at l4-5 disc space. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.